Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer's father reported that customer's insulin pump alarms no delivery when the site and battery are replaced. Customer's father advised that the insulin pump has an unexpected restart alarm and will restart itself many times. Customer has changed out the battery 3 different times and it continues to beep every 5 minutes. Customer's father was advised to have customer call back to troubleshoot the device. Customer called back and advised the insulin pump is not working properly. Customer's blood glucose level was 425 mg/dl. Troubleshooting for the unexpected restart alarm was performed. Customer advised they used manual syringes to get the blood glucose levels down. The alarm history showed multiple unexpected restart alarms, battery out limit alarm, and low reservoir alarm. Customer advised a temporary basal was not programmed before the unexpected restart alarm occurred. Customer was advised that the device would be replaced and agreed to return the product for analysis.